Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #13 fractured and was removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) osseotiteâ® implant 4 x 13mm (oss413) was returned for investigation. Visual evaluation of the as returned implant identified implant was fractured at the threads. Threaded piece not returned. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 78458. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 78458 for similar event and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 23 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device expiration date was updated to december 1, 2003. The following sections are being reported: b4: date of this report was updated. D4: device expiration date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.